Event description:
A report was received that the patient was experiencing diffused itching all over his body with other symptoms of burning sensation, pain and intermittent swelling at the ipg site. The allergist determined that the patient was having an allergic reaction to the stimulator. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead. A 50cm, model#: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model#: sc-4316, lot #: 16114073, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.